Event description:
It was reported the patient experienced dizziness. Device interrogation found atrial and ventricular undersensing, loss of ventricular capture and high impedances. The leads were evaluated and appeared normal via x-ray. The device was explanted and replaced. At explant, the leads were checked and all parameters were normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed a no output condition, which was the result of lifted bond wires. It was reported the patient experienced dizziness. Device interrogation found atrial and ventricular undersensing, loss of ventricular capture and high impedances. The leads were evaluated and appeared normal via x-ray. The device was explanted and replaced. At explant, the leads were checked and all parameters were normal. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d)wire device was out of specification in a manner that relates to event capture, failure to impedance, high undersensing.